Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A service history review revealed no previous service events that were related to the reported condition. Upon conclusion of the investigation, the cause of the event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice (hc) was reported to be unavailable for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced a high drain 106 alarm on a homechoice (hc) device after automated peritoneal dialysis (apd) therapy. This alarm identifies that the patient drained greater than 200% of the maximum prescribed cycle fill volume, indicating an increased intra-peritoneal volume (iipv) event. Nothing unusual was noted during troubleshooting for the alarm. The technical service representative (tsr) assisted the hp with clearing the alarm. The hp did not have any symptoms and declined a swap of the device. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.